Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a large intracranial hemorrhage. The outcome was not considered to have been device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the large intracranial hemorrhage was unknown. The patient's international normalized ratio (inr) 4 days prior was 1.9, and no changes were made to maintenance plan. On (B)(6) 2025, the patient had a headache for 3 days. 3 days prior, the patient was advised to take tylenol (acetaminophen) and follow-up in urgent care if the headache continued. The device operated as expected before the patient passed away.